Event description:
It was reported that pump charging port was damaged and charging cord repeatedly fell out when patient tried to charge pump, and patient did not want to troubleshoot pump issues. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding any corrective actions taken by the customer or technical support.